Event description:
Additional information indicates that this patient was evaluated and a fracture is suspected; however more suitable lead measurements were obtained in a different pacing/sensing configuration therefore, the physician feels comfortable leaving the system as is. The patient is followed via latitude and will not be getting an x-ray or undergoing intervention at this time.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead was exhibiting pacing impedances greater than 2000 ohms and also an increase in pacing thresholds. The impedances were tested in a few different configurations and it was determined that tip to can and ring to coil produced normal impedances. It was believed that this lead is likely fractured. No adverse patient effects have been reported.

Manufacturer narrative:
--

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.